Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via (B)(4) that an ar-s7120-025-330w cup grasper with teeth, the biting piece snapped off. This occurred during a case, with no effect on the patient. There was no additional information provided, and additional information has been requested.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. - one unpackaged ar-s7120-025-330w, cup grasper w/ teeth, 2.5 x 330mm, batch 01577806, was received for investigation. - upon visual evaluation, it was noted that the bottom jaw was broken off. - functional testing was not performed due to the damage to the device. - the most likely cause for the reported failure can be attributed to user error, specifically the application of excessive force during prying and leveraging of the device. - refer to investigation photos. - complaint allegation is confirmed.